Event description:
The following has been reported: biomed reported: out of box failure. Something loose inside of pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (drive train) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned because something was observed to be loose in the pump. When shaking, felt something moving around. The pump was opened and internally investigated and found no loose components nor damage. The pump was sealed with just the batteries left out and shaking part was no longer observed. The batteries were re-installed properly and the shaking was still resolved.